Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no impact to the customer¿s blood glucose level. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 120 units of insulin. Customer reloaded the cartridge to resolve the issue.